Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting lost sensor alerts even after replacing the transmitter. Blood glucose at the time of the incident was 500 mg/dl. The customer stated high blood glucose was not caused by the insulin pump. It was found that the correct transmitter ID was not programmed in the insulin pump. The customer was assisted with reprogramming the transmitter ID. The device will not be returned for analysis.